Event description:
A 6 x 22 x 120cm v12 was passed over an 0.035" cook wire and into a 6fr checkflow valve/sheath. The surgeon noted that there was resistance and continued to advance into the right renal artery. The sales rep noticed the stent had moved back approx 5-7mm on the balloon and mentioned it to the surgeon, the surgeon decided to continue with the advancement and proceeded to get past the resistance. The stent was deployed in the correct location successfully.

Manufacturer narrative:
Currently in the process of eval and obtaining additional info.